Event description:
Report received of the pump failing to detect proximal occlusion during preventative maintenance testing. There were no reports of any adverse pt events while the pump was in clinical use. Though requested, no additional info was provided.